Event description:
Information received that the stretcher still rolls after break/steer pedal is set. No injury reported.

Manufacturer narrative:
Technician found that the stretcher will still roll in brake position. Adjusted the brake position on all casters to resolve this issue.